Manufacturer narrative:
The reported viperwire and oad were received at csi for analysis. The viperwire was fractured near the spring tip, and the spring tip was not returned. Scanning electron microscopy showed the viperwire fractured due to torsional forces. No radiopaque particles were detected on the oad tip bushing, indicating the oad did not contact the viperwire spring tip. The root cause of the fracture was unable to be determined. The viperwire was passed through the oad but met resistance at the crown. Adhered material was observed within the driveshaft filars. The viperwire passed through the remaining driveshaft and handle assembly with no resistance. No additional damage was observed on the oad. At the conclusion of the device analysis, the reported event of the guide wire fracture was confirmed. The material inspection report for this guide wire lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Event description:
A stealth peripheral orbital atherectomy device (oad) and viperwire guide wire were used to treat lesions located in the posterior tibial and lateral plantar arteries. The lesions were severely calcified with 100% stenosis. The vessels were 2.0 to 3.5 mm in diameter. The lesion was treated with 10 treatment passes. During removal of the oad after treatment, the spring tip of the viperwire fractured. The spring tip was removed from the patient with a snare. The procedure was continued with a second viperwire guide wire.